Event description:
It was reported that the lv (left ventricular) lead dislodged. Lv pacing was programmed off. No patient complications have been reported as a result of this event. The patient was noted to be part of a clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).